Event description:
A channel error was reported.

Manufacturer narrative:
The customer reported problem was confirmed. Physical inspection of the device noted a broken door latch, broken upper hinge door and broken ail sensor chip. The right and left iui's were also corroded. A review of the device history record for (B)(6) was performed from date of manufacture 07/16/2019 to the present date 10/7/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to wear of the latch door 8100 m2.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
A channel error was reported.